Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The lcd connector cable was found to be loose. The lcd connector cable was tightened to address the issue.